Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Corresponding retention test strips (lot 353498) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin laboratory method. The result from the meter was 4.5 inr. The result from the laboratory within 7 hours was 2.92 inr. On a different occasion, the result from the meter was 4.7 inr. The result from the laboratory within 7 hours was 3.42 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.